Event description:
Voluntary medwatch form received notes that the atrial lead exhibited low pacing impedance. No changes or interventions were reported. The patient will continue to be monitored. There was no adverse patient effects reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5158838.